Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a control-a-flo set in which an over infusion occurred was not confirmed during sample evaluation. The actual defective sample wasn't available for evaluation. The evaluation was performed on the companion sample from the same lot number. Visual inspection and gravity tests were performed. No defect was observed. The root cause of the reported condition was undetermined. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
A customer reported to baxter (B)(4), a control-a-flo set in which an over infusion occurred. According to the report, the set was set to infuse a 500ml bag over a period of two days. It was observed that the set infused the entire bag of solution in 24 hours. The reported condition occurred while the set was attached to an animal patient. There were no reports of patient injury, adverse events, or medical intervention associated with this event. The customer reported that the medication could have been a combination of any of the following: sodium chloride, lactated ringers solution, oripural, vitamin b and vitamin c. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number.